Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Three photos were also provided by the user. One photo shows the pouch with the lot/rpn confirming the product information. The next photo shows the device coiled inside the opened pouch and the last photo shows the balloon with a bead of blue colored fluid on the distal section of the balloon material. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with no visual defects noted. The balloon did have a blue dye inside and outside of the balloon and tubing. The balloon's inflation port was attached to a water filled syringe from our stock. Negative pressure was applied but no vacuum was achieved. During the inflation attempt, a stream of water was noted coming from a hole at the proximal end of the balloon. The hole in the balloon would have prevented the user from achieving a vacuum. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a leak in the balloon material was identified during our evaluation, this would have resulted in the user being able to apply negative pressure during device set up. The cause of the leak in the balloon is unknown. Prior to distribution, all eclipse ttc wire guided balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook eclipse ttc wire guided balloon dilator. It was reported [that the] user opened the package and inflated the balloon before use while finding out balloon leaking issue. The leaking issue was detected [when] emptying the balloon, and the air at the distal end of balloon cannot be emptied [vacuum could not be achieved to allow the application of negative pressure prior to use]. There was no reportable information at this time. The device was evaluated on 03/30/2023. The device was tested and there was a blue dye [liquid] inside and on the balloon. The balloon was inflated with water and a hole was discovered where water was exiting the balloon [subject of this report]. This occurred prior to patient contact; there was no impact to the patient.